Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via email that an ar-8725-20h micro compression ft tip broke during insertion. The broken fragments were removed, and it did not affect the patient's outcome. This was discovered during a small finger pip fusion procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-8725-20h, with batch number 15054182, revealed that the screw's tip was damaged. Therefore, arthrex was able to deduce the most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screw when inserting into the plate and/or hard bone.